Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an error message stating "no sound during ablation" was displayed when attempting to deliver a pulsed field (pf) lesion on the posterior wall/floor line after completion of the pulmonary vein isolation (pvi). The error prevented further ablation and could not be cleared. The system was restarted, and the power on test result indicated "rfg (radiofrequency generator) tests passed, pfg (pulsed field generator) was powered off." Upon a second restart, the same error regarding pfg powered off was observed. Due to time constraints, the physician decided not to restart the system again, and the procedure was aborted. While the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.